Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch verio iq meter was powering off during use. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6). The patient manages their diabetes with pills, diet and exercise. The patient reported consuming less food and drink in response to the alleged issue. The patient reported developing a symptom of ¿blood pressure increased¿ one week later. The patient reported testing their blood glucose on another meter and obtained a reading of 312mg/dl. The patient reported self-treating their symptoms with metformin and blood pressure medication. At the time of troubleshooting the cca confirmed that there was no misuse of the product. The alleged issue was not resolved and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.